Manufacturer narrative:
A search for non-conformances associated with this part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The device was stated to be available for return to the manufacturer for evaluation but has not yet been returned despite attempts made. Additional due diligence attempts are ongoing. The alleged product issue/event as described could not be confirmed. If the device is received at a later date, an investigation will be performed and a supplemental MDR will be submitted.

Event description:
It was reported that during the pelvic varicose vein embolization procedure, the devices broke/crushed during navigation while being pushed to embolize the veins. The device was then retrieved and replaced with another, and the procedure was successfully completed. No injury to the patient. Additional information: the device split in half, divided into 2 parts.